Manufacturer narrative:
H3: product analysis: complaint: (B)(4) date of analysis: 11/20/2025 analyst: (B)(6) cfn: mr8-10ba20d lot/sn: (B)(6) reported issue: broken tool. Methodology used: visual equipment used: none was issue confirmed? Yes, summary of analysis: tool was received used and fractured just below the head. Discoloration was noted on both sides of the fracture. The fracture face was flat on the distal portion and tapered on the proximal end. Suspected root cause: excess side load during cutting likely induced fracture. Additional failures not related to reported issue: none medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a spinal surgery, the tool fractured while in use. The procedure was completed using a backup product without any reported delay. There was no reported patient injury or impact associated with this event. Additional information was received stating that it was reported that there was no patient or staff impact.